Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the number on the insulin pump kept scrolling when she was attempting to bolus. Customer's blood glucose was 199 mg/dl. Numbers kept scrolling when customer was attempting to insert carbohydrates in her device. The keys got overheated. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.